Event description:
It was reported that prior to an upgrade procedure of a pulse generator, this right ventricular (rv) lead had exhibited a low shock lead impedance (sli) measuring around 40 ohms. When the new device was added to the same rv lead sli measured 7 ohms when programmed in the triad configuration. Troubleshooting was performed and the rv lead was removed from the header and the pins were wiped down and sli still measured 7 ohms. The device was then reprogrammed to remove the proximal coil where the impedances measured 60 ohms. This rv lead remains in service. No adverse patient effects were reported.